Event description:
It was reported that during a routine device replacement procedure, it was noted the right atrial (ra) lead had previously shown changes in impedance, along with frequent oversensing of noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.